Manufacturer narrative:
Unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens remains implanted. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). Other 81: the device was not returned for evaluation as it remained implanted in the patient's eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack on the intraocular lens (iol) during lens implantation in the patient's operative eye. The iol remains implanted. The patient is currently recovering from the procedure. There was no delay in treatment or other interventions reported. No further information was provided.